Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 423 mg/dl. The customer stated that they were inserting a sensor and it started bleeding. The customer was advised to change sensor as blood on connector can possibly damage transmitter pins and advised to return the needle hub assembly. The customer decline to trouble shoot for high blood glucose levels. The insulin pump will not be returned for analysis.